Manufacturer narrative:
Complaint confirmed. The driver tip was found to have broken off from the rest of the device. The most likely cause is continually applying torque and/or leveraging the device when the implant is fully seated.

Manufacturer narrative:
The device was received but has not yet been evaluated. Once evaluated, a supplemental report will be submitted. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff subscapularis repair procedure the anchor was threaded all the way down until it was flush with the vortex. Once flush, as the surgeon performed another half turn, the tip of the ar-1927bcf-3, 5.5 mm biocomposite corkscrew broke off into the head of the anchor. The surgeon used a probe and various graspers in attempts to retrieve the broken piece, but no avail. The broken tip of the screw driver was unable to be retrieved, and was left in the anchor. The surgeon slid the sutures back and forth to test for abrasion and to ensure the anchor was properly fixated. The rep confirmed that the anchor was secure, and there were no abrasions on the suture. The anchor was implanted into the left tuberosity of the humerus.